Event description:
It was reported by service report that the scale and bed exit were not working. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: cut load cell cable with exposed wires.